Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the popliteal artery. The 4.50 x 120 mm supera self expanding stent system (ses) was advanced to the target lesion however during deployment the stent only partially deployed. The ses with the stent was removed without issue. Another supera was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation/deployment failure; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the popliteal artery. The 4.50x120mm supera self expanding stent system (ses) was advanced to the target lesion however during deployment the stent only partially deployed. The ses with the stent was removed without issue. Another supera was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.